Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a defective dso (downstream occlusion sensor) sensor. The error was found also in event history log. Dso sensor was not operating as intended and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing a smiths medical cadd solis vip pump exhibited a "cassette not attached properly, reattach cassette" error message. There was no patient injury.